Manufacturer narrative:
The pump was tested with a test p-cap and the p-cap did not lock in place due to a completely broken off reservoir tube lip. Unable to perform the displacement test due to a broken reservoir tube lip. The pump had a missing reservoir tube o-ring, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube window, a cracked reservoir tube, broken battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that a large piece of the reservoir compartment is broken and the reservoir cannot stay in place. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details given.